Event description:
The customer reported that the system intermittently requires several attempts to allow it to bootup.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. Due to the age of the software and some of the hardware inside the workstation, the ge service rep could not load the software. The system will require a sbc kit. The kit includes a cpu, system interface, various cables, hardware, chip for video controller, and image processor.